Event description:
It was reported that the patient stated they were having motor stall issues with their newly implanted pump. Initially the patient said he had not been around any magnets of any kind. Later the patient said he had a magnet from a prior device system he had implanted/explanted many years ago. The plan was to "get rid of the magnet so we could eliminate it as a source of the possible motor stalls". Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that multiple motor stalls and recoveries were confirmed. The patient presented to the clinic on the day of the report and pump logs showed about 3 stalls and recoveries a day on average and 3 stalls on the day of the report. The patient had found a magnet from an old device at home that he would play with as well as a magnet on his exercise bike. The patient was instructed by the healthcare provider (hcp) to dispose of any magnets. The reporter stated that "every time she talks to the patient about the incidents, there is always a magnet involved". Despite the fact that the patient was told about the use of magnets near the device, he continued to use them and expose himself to magnets. The hcp felt that the issues were caused by the patient's environment and inquired into checking the patient's house for magnets. The patient heard an alarm that was confirmed by telemetry as a critical alarm due to motor stall. The hcp stated that the patient was on a very low dose and the alarms that she w as aware of were from 30 minutes to 1.5 hours. The patient did not experience any symptoms with this pump. The reporter stated that at the time of the report the patient was not having any issues or problems and that he was doing fine. The device system was used to deliver morphine.

Event description:
Additional information received reported that the patient's pump continued to intermittently stall due to what is believed to be electromagnetic interference (emi) in the patient's environment. As of the report date, the critical alarm was audible however, the patient remained asymptomatic. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).